Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary finding of the instrument failed intuitive motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, testing showed this permanent cautery hook was not moving intuitively. The instrument was not fully functional nor did the instrument follow the master tool manipulator (mtm) commands smoothly. The complaint regarding the instrument not following the surgeon¿s command was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) investigation confirmed the permanent cautery hook instrument moved with unintuitive motion (not following the surgeon¿s command). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the surgeon was unable to control the permanent cautery hook instrument. A backup instrument of the same kind was used, and the procedure was competed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.